Manufacturer narrative:
Failure analysis noted that the pump had blank display due to moisture damage on the electronic assembly. The pump had moisture damage on the motor, battery tube and vibrator assembly. The pump had cracked battery tube threads and scratched lcd window. They were unable to verify the unexpected restart alarm due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 140 mg/dl at the time of incident. The customer's father stated that the customer fell into the pool and the pump was showing nothing on the screen. They removed the batteries overnight and they received an unexpected restart alarm. There was moisture under the lcd screen. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.